Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic cut in half with one haptic attached to each piece. Both haptics are bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the received condition of the lens. Investigation of the event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
Reportedly a li61aor intraocular lens was explanted form the pt's eye approximately 10 weeks after lens implantation due to lens vaulting. Incision was enlarged but no sutures were required. The lens was cut in pieces and explanted, and another li61aor lens was implanted. Additional information has been requested, but has not been received.